Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found a tear on the lens haptic. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - patient code 1494: off label-use (patient's acd <3.00mm) should have been included in initial medwatch report. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -7.50 diopter, implantable collamer lens tore/broke during injection/delivery into the patients left eye (os) on (B)(6) 2018. The lens was removed within the same surgery, there was patient contact but no patient injury. The lens was later replaced and the problem resolved.